Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, but not yet received.

Event description:
It was reported to philips that the heartstart xl+ defibrillator was not able to obtain a straight line (asystole) reading from an expired patient during monitoring. The unit produced continuous noise instead of a proper straight line. The user borrowed another defibrillator from the next ward and was able to obtain a straight line. The patient expired.

Manufacturer narrative:
Problem statement: it was reported to philips that the heartstart xl+ defibrillator was not able to obtain a straight line (asystole) reading from an expired patient. It was reported that the unit "produced continuous noise instead of a proper straight line". Device evaluation: a) how evaluated (actual, simulator, similar)? The customer requested that a philips field service engineer (fse) be dispatched to the customer. Site. B) reproduced? No. C) correct use? Unknown. D) evaluation results (if applicable): the fse was not able to reproduce the failure when performing the operational check test and found all tests passed. Patient/user involvement: a) relationship between device and incident? The nurse attached the ECG leads to the patient to view and document the patient's death. The user borrowed another defibrillator from the next ward and was able to obtain a straight line. B) how was device in use? The device was used to confirm the patient's death after the patient was clinically assessed to have died. C) patient condition at time of event (if applicable)? The patient expired prior to being connected to the device. D) patient data evaluation: patient details were requested however "under patient data protection act of singapore, hospital does not allow us to get patient¿s data. " review of rhythm strips: there are two rhythm strips provided for the incident. The rhythm strip reading for this device shows an irregular baseline and a message "cannot analyze ECG". The rhythm strip reading for the second device shows a stable baseline and an "asystole" alarm. Resolution and disposition: a) how was issue resolved? The fse reported that the issue was not confirmed and there was no trouble found with the device. B) where is device now? The device remains with the customer. C) what parts replaced/why, if known? No parts replaced. Historical data review: trending: in the past 12 months, there were 28 other cases (approximate average of 2 per month) of no parts replaced related problems. The serial numbers indicate a large span of manufacturing dates. None of the 28 complaints involved serious injury (si) or death. This is a variably occurring issue with no indication of increase or causing or contributing to serious injury or death and no further investigation or action are warranted. Corrective action: a) action necessary, why/why not? No. B) any similar CAPA/fco or sb? No. Conclusion: philips cannot rule out a malfunction of the device at the time it was reported.